Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had motor encoder position error and insulin pump was exposed to high magnetic field due to magnetic resonance imaging. Customer¿s blood glucose was unknown. Customer stated that drive support cap was normal. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.